Event description:
It was reported that during a transcatheter valve replacement procedure involving a pulmonary bioprosthetic valve, there were positioning difficulties during deployment, and the distal strut backfolded when the valve was unsheathed. Subsequently, the valve was recaptured using the introducer sheath and delivery catheter system (dcs) and withdrawn from the patient. A new valve was used to complete the procedure. The patient's tortuous anatomy contributed to these issues and the procedure was delayed by approximately 30 minutes. It was reported that the right pulmonary artery wire position was used during deployment. No patient complications have been reported as a result of this event. Additional information was received that during the loading process of the second valve and dcs, an actuator separation was noted. There was a delay of 8 minutes due to the dcs issues.

Manufacturer narrative:
Continuation of d10: product ID harmony-25 (sn: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a different dcs was used for implant.

Manufacturer narrative:
Corrected data: additional review of the event showed no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device malfunction in this report has caused or has the potential to cause death or serious injury if it were to recur. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve replacement procedure involving a pulmonary bioprosthetic valve, there were positioning difficulties during deployment, and the distal strut backfolded when the valve was unsheathed. Subsequently, the valve was recaptured using the introducer sheath and delivery catheter system (dcs) and withdrawn from the patient. A new valve was used to complete the procedure. The patient's tortuous anatomy contributed to these issues and the procedure was delayed by approximately 30 minutes. It was reported that the right pulmonary artery wire position was used during deployment. No patient complications have been reported as a result of this event. Additional information was received that during the loading process of the second valve and dcs, an actuator separation was noted. There was a delay of 8 minutes due to the dcs issues. Additional information was received that a different dcs was used for implant.